Event description:
It was reported that during a coronary stent procedure, the balloon catheter was placed into a side branch through the struts of a stent placed previously in this procedure. During removal, the balloon separated and remains in the pt. The pt experienced an non q-wave mi. Pt status is listed as "stable".